Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, bone fracture and infection or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, this patient had right knee replacement on (B)(6)2018. They underwent revision surgery on (B)(6) 2020, approximately 2 years 6 months after their initial implantation. The reason for revision has not been disclosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 5240140 204-32-01 - fluted stem extension 11l x 12 mm, 5271087 204-70-00 - tibial stem ext. Screw, 5273807 200-02-29 - three peg patella 29mm, 5274926 02-010-01-0315 - logic femoral ps cem right sz 1.5.